Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. During testing, the pump powered on with the returned battery cap, and the battery cap contact dimensions measured within specifications. The battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions or alarms observed. The pump case was removed and no evidence of loose components or moisture ingress was found. Unrelated to the complaint, the pump keypad cover was observed to be torn at the contrast button. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the contrast and up arrow button contacts. The contrast button contact was also inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.